Manufacturer narrative:
The device with the lens was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was at the trailing optic edge. The lens was advanced to mid nozzle. The trailing haptic was folded on the optic. The leading haptic was extended with distal haptic tip oriented toward the nozzle tip. Both haptic positions are acceptable. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The leading haptic was straight. The straight leading haptic position may have been interpreted as the reported haptic complaint. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. A straight leading haptic may occur due to the normal folding variations as indicated in the IFU diagrams, if the initial plunger advancement is faster than the recommended target the leading haptic may be forced past the internal folding feature, if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold, or if the operating room temperature is too high greater than 23c or 73f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone or in combination may create the reported event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens haptic appeared twisted. A backup lens was used to complete the surgery. Additional information was requested.